Manufacturer narrative:
(B)(4) multiple MDR's were submitted for this event. Please see associated reports: 0001822565-2018-02119, 0001822565-2018-02120, 0001822565-2018-02121. Reported event was unable to be confirmed due to limited information received from the customer. X-ray review from an external surgeon reported the acetabular cup was dislocated and free-floating. There was evidence of prior trauma with hardware fixation. Proximal migration of the femoral component was noted in relation to the acetabulum. Extensive heterotopic ossification overlies the right hip. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported patient has been indicated for a right hip revision arthroplasty due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.